Event description:
It was reported that the devices were used in an ovarian cystectomy. It was reported by the rep that a new ets was opened and when the surgeon tried to fire the device the "black" or second handle would not fire. An ets-flex was then opened and again the surgeon tried to fire the device and nothing happened. The surgeon ended up having to tie it off instead of stapling. There was no consequence to the pt.